Event description:
It was reported that the patient experienced atrial perforation, pericardial effusion, and a drop in blood pressure. During a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure a farawave catheter was used. Transesophageal echocardiogram (tee) was placed, femoral access was gained and then a non-boston scientific coronary sinus catheter and a non-boston scientific intracardiac echocardiography (ice) catheter were inserted into the heart. A trivial pericardial effusion was noted. A versacross connect dilator and versacross rf wire were used with a non-boston scientific sheath were used to cross the septum and gain access to the left atrium (la). The rf wire and dilator were then readvanced back into the la, the sheath was retracted into the right atrium (ra), and the ice catheter was placed into the la. The sheath and dilator were advanced over the wire into the la, and then the dilator and wire were removed from the body. The farawave catheter was placed into the la to perform pvi; vein isolation was confirmed on mapping post-ablation, indicating successful completion of the pfa portion of the procedure. The ice catheter was positioned for laa views. Around this time the patient's systolic blood pressure was noted to be low. Ice confirmed the previously trivial effusion had increased in size. The laac portion of the procedure was cancelled to treat the effusion. Pericardiocentesis was performed interprocedurally, the patient was placed on extracorporeal membrane oxygenation (ECMO), and a surgical repair of the laa was done. Perforation was confirmed during the surgical repair. The patient was recovering after the surgical intervention with no neurological deficits observed. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.